Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector tubing became disconnected. The following information was provided by the initial reporter: it was reported by the customer that the tubing became disconnected.